Manufacturer narrative:
Additional medical device type: fpa. Secondary device type: intravascular administration set. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set leaked in two different places on the device. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a cut in the tubing leading to leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues relating to tubing damage or leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage due to a cut in the tube with the incident lot was observed. Additionally, evaluation/testing of the retaine samples was conducted and no issues were observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
"It was reported that bd vacutainer ultratouch push button blood collection set leaked in two different places on the device. No report of injury or medical intervention. No report of blood exposure to mucous membrane."